Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace a caliber spacer that was found to have migrated post operatively.